Manufacturer narrative:
The device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing pain at the ipg site. As a result, surgical intervention was undertaken to explant and replace the ipg. Effective therapy was established postoperatively.